Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was out of town when he experienced high blood glucose. Customer was vomiting. The blood glucose reading at the time of the event was 600 mg/dl. Diagnosed diabetes ketoacidosis. After the hospitalization, customer's blood glucose began to rise again. Customer wanted to know if the insulin pump delivering insulin. During troubleshooting, time and date correct. Programming correct. The high pressure test passed. Nothing further reported.